Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. The pt claimed that she maintained her usual diabetes routine after the error 2 began. Five hours after the error 2 issue began, the pt developed symptoms described as "dizzy and headache." At that same time, the pt contacted her doctor for advise. The pt's doctor advised her to take 20 units of lantus insulin. The pt did not test on any other device. During troubleshooting, the customer care advocate noted that the correct test strips were used and testing process was correct. There was no product misused based on the info provided. This complaint is being reported because the pt allegedly received medical intervention suggestive for hyperglycemia 5 hours after the error 2 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.